Event description:
It was reported that a clinician in the cardiac/pediatric intensive care unit had experienced air-in-line alarms when infusing tpn. They indicated wiping the air-in-line detector with alcohol swabs and changing out the IV tubing was part of their troubleshooting. No other information available. The information on patient involvement was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible.

Event description:
It was reported that a clinician in the cardiac/pediatric intensive care unit had experienced air-in-line alarms when infusing tpn. They indicated wiping the air-in-line detector with alcohol swabs and changing out the IV tubing was part of their troubleshooting. No other information available. The information on patient involvement was unknown.